Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and was found to have the reported/ (bipolar not firing in forced mode) error was not confirmed and not replicated. In error log, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system where the unit functioned as expected. The unit energized and cauterized and all ports recognized instruments. Intuitive followed up and obtained additional information. Issue was identified during procedure. Ports were placed prior to issue being identified. System initially powered on without errors. Technical support was contacted for troubleshooting. The same issue was reported and documented by the clinical sales representative. Procedure was completed with the same dv system and initial configuration.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci assisted procedure, the bipolar energy was not working. The customer tried both bipolar ports with no change. Different cautery cords and instruments were tried, but the issue continued. Both surgeon consoles were tried. The energy activation tone was heard, but there was no energy being applied.